Manufacturer narrative:
(B)(4). Method: the returned complaint manometer was visually inspected and performance tested for the accuracy of its pressure readings. Results: the visual inspection revealed no damage to the complaint device. The complaint manometer was fitted into a known good valve system and performance tested. When pressure was run through a neopuff valve system, the manometer functioned correctly with correct readings. A lot check revealed one other complaint of this nature for this lot number. Conclusion: no fault was found with the complaint manometer as it passed all performance tests. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." Furthermore, the neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing;" "warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was not reading accurately. No patient consequence was reported.